Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion (revision surgery) due to non union. Intra-op, tip of driver broke off while explanting a screw. There were no fragments of the instrument remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual inspection revealed the hex tip of the driver has been broken off. Microscopic examination of fracture surface reveals a qua si-brittle fracture surface with river lines and no indication of fatigue or torsion. There is some damage to the first row of threads on the driver. The threaded portion of the driver sleeve is designed to mitigate instrument misalignment and associated bending stresses. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. The angulation and morphology of the fracture surface, in addition to the mas head thread damage suggest failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.